Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produce low reading on 75 and 270 level. R&d final root cause investigation has been completed. The most likely root cause of lot ps2566 read low in meter glucose readings is due to returned strip were left outside of returned vial for prolonged of time or were exposed to a humid environment.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 54mg/dl and 104 mg/dl. The customer's expected fasting blood glucose test result range is 70mg/dl-90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 96mg/dl using true result meter and 99mg/dl using the same meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 04/01/2016. Customer store the test strips in the bedroom. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory the 104mg/dl (B)(6)2016 12:23 am fasting: yes; the 59mg/dl (B)(6) 2016 12:21 am fasting: yes; the 90mg/dl (B)(6) 2016 12:39 am fasting: yes; the 108mg/dl (B)(6) 2016 12:44 am fasting: yes; the 92mg/dl (B)(6) 2016 11:19 pm fasting: yes. Customer's time and date on current meter is not set correctly.